Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0s6u3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's vaginal area was painful since (B)(6) 2015, 2 days post-implant. The patient was told to increase stimulation on (B)(6) 2015 to stop their leaking symptom. The patient had a bowel movement incident today. No falls or trauma were reported that could be related to the issue. The patient changed to program 4 from program 3. The patient felt stimulation in the vaginal area for program 3 and felt stimulation in the right buttocks area for program 4. The patient felt relief of the pain in the vaginal area. The indication for use for this patient was gastrointestinal/pelvic floor.